Manufacturer narrative:
Cylinder had a wear leak. Cylinder performed within specifications.

Event description:
Information recieved on 1/14/98 indicates entire device was removed from the patient and replaced due to fluid loss on 1/12/98.